Manufacturer narrative:
Product analysis the device was returned dismantled, with the red safety tab out of the device, which was detached from the lock tube, the stent was deployed and not returned the device was identified from the strain relief the lock tube was still in situ between the gold outer and the silver inner the pull cable was detached from the device but still attached to the deployment wheel kinks were observed on the silver outer sheath at approx. 18.5cm, 42cm, and 61.5cm from the back hub / leur, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent with a 45cm 6fr non-medtronic (terumo destination) sheath and a 260cm non-medtronic (terumo advantage) guidewire during treatment of a 15mm calcified lesion in the patient¿s left mid distal superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 80% stenosis. Artery diameter reported as 6mm. There were abnormalities reported in relation to anatomy. Tortuous at site of lesion with calcification. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolicprotection was not used. The vessel was pre dilated with a 5x80x120 chocolate pta balloon and a 6x120x130 inpact admiral dcb balloon. The vessel was post-dilated with a 6x120x130 inpact admiral dcb balloon. The device was not passed through a previously deployed stent. Minimal resistance was encountered when advancing the device. Excessive force was not used. Catheter/handle separation during use in the patient was reported. The catheter handle was deliberately cracked to aid stent deployment. The stent was deployed in the target location but stent elongation was reported. A 7x120x120 protégé everflex stent was deployed in lesion area for scaffolding. The delivery system was safely removed from patient. The lock pin was removed and no vessel damage was noted. No patient injury reported.